Event description:
It was reported that the subject device did not get an image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The issue occurred during inspection for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, d8, h2, h3, h4, h6, h11 corrected fields: b5. The device was returned to olympus for inspection and the reported failure was confirmed. Based on historical data, possible causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue and/or electrical problems such as open circuit, short circuit, or signal loss, and mechanical problems such as leakage or seal deformation. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, h2, h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: leakage from switch and focus ring of controller, intermittent scope error (e225). A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of leakage from switch and focus ring of controller and intermittent scope error (e225) is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.